Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 39565-65, serial# (B)(4) implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
The patient¿s health care provider (hcp) reported the battery was not working appropriately. The cause of the event was unknown and it was unknown if device related. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
The patient had a depleted battery and was unable to recharge after the initial implant. The device was replaced. The cause of the event and if it was device related was unknown. The patient recovered without permanent impairment.

Event description:
It was reported the patient was implanted on (B)(6) 2012. On (B)(6) 2012 they went to the emergency room for pain along the incision site. It was noted the implantable neurostimulator (ins) was not charging. She found out the implant was deeper than usual and was implanted at a slant which made it hard for her to charge the ins. The patient reported they may move it and was working with the hcp about the issue. Three years later the patient reported that the ins was replaced because something was broken. She wasn¿t sure exactly what broke but they said it was implanted incorrectly and there was something wrong with the wires or something and she wasn¿t able to charge it.